Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of less than 50mg/dl. Although requested, the customer declined to provide any additional information on this event.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the cartridge was removed from the pump at (B)(4) pm on (B)(4) 2018 and a new cartridge was not loaded. The pump was not used for insulin delivery via basal or bolus on (B)(4) 2018. There is no evidence that the insulin pump experienced a malfunction or failure.